Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device broke. Another like device was used to complete the procedure. There were no adverse consequences for the patient. One device was discarded.

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. The lot number provided was found to be invalid and a device history review could not be performed.